Manufacturer narrative:
Concomitant medical product: 310c33, valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that chronic high thresholds and loss of capture were observed on the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.